Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03187. The patient reports he no longer has stimulation. Reportedly, the left lead no longer works. As a result, the patient met with the neurosurgeon who suggested a system revision as the next course of action to address the issue. Subsequently, surgery took place on (B)(6) 2016. The leads were explanted and replaced with new models which resolved the issue. It was noted the ipg was electively replaced during the same procedure.